Manufacturer narrative:
No button error alarm noted. However unit had intermittent button response due to flattened button dome switches. No unlock on lcd keypad connector noted. Pump had cracked display window and cracked reservoir tube lip. (B)(4).

Event description:
The mother of a customer reported via phone call that her son's insulin pump alarmed button error and the insulin pump keypad buttons are not responsive. Customer does not recall any significant events leading to the error, but was playing golf at the time. Customer's blood glucose was unknown at the time of incident. Troubleshooting was done for button error but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.